Event description:
Patient was revised to address pain and elevated metal ion levels. Update: (B)(6) 2012 - litigation papers received. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to clear appearing joint effusion and corrosion at the femoral head/neck junction. The stem, stem sleeve and adaptor sleeve are being added to the complaint; however, the stem/stem sleeve were left in situ and have not been revised.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other related incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.